Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an upgrade procedure on (B)(6) 2021. During the procedure, it was noted that the set screw on the patient's pacemaker header could not be unscrewed. The screw was eventually removed, but it was noted that the screw was stripped. The procedure concluded without further consequences. The patient was stable throughout.